Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Crumbled into pieces, flaking - tampon [device breakage]. Case narrative: consumer reported via social media that tampon crumbled into pieces and was flaking. No injury reported.